Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer was failed to open. The customer stated that the malfunction occurred while user tried to issue medication to a patient, so the user was able to retrieve medication from another drawer and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed to open. A field service engineer (fse) removed the drawer from the station for further inspection and found that the open/closed sensor cable was zip-tied too tightly to the retractor band, restricting flexibility during drawer and retractor movement. The fse replaced the affected part and tested the drawer, confirming it was functioning properly. The system functioned as intended after the field service engineer repaired the device.